Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The insulin pump had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and missing end cap sticker.

Event description:
Customer reported receiving an error alarm on the insulin pump during the manual prime. The drive support cap was noted to be protruded. Customer's blood glucose reading at the time of the call was 114 mg/dl. No further information reported.